Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that water was removed from the balloon and the catheter was moved to the tip of the penis where it would not go any further. The nurse reportedly attempted to remove more water without success. The syringe was detached and a second rn was called. A new syringe was attached to the balloon port and 1ml was removed and the catheter still did not want to pass. It was gently advanced a little, and pulled back. It eventually came out with some discomfort to patient. There was a ridge noted from the balloon when inspected after removal.

Manufacturer narrative:
The reported event was unconfirmed. Visual inspection noted one silicone two-way foley catheter was received. Visual evaluation noted the balloon was not mushroomed on return. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and balloon concentricity was observed to be 60:40. This meets specification as concentricity should not exceed 70:30. The balloon rested for 30 minutes without leaks and passively deflated without issue or cuffing, returning 10ml of solution. This meets specification per inspection procedure which states, "balloon must not cuff after deflation. The active length of the catheter balloon was measured (0.7055") and found to be within specification (0.60" - 0.90"). A device history record review was not required per the investigation. The instructions for use were found adequate and state the following: "bard® ez-lok® sampling port (indicated by the blue stem in the port) accepts luer lock (fig. 1a) or slip tip syringes (fig. 1b). 1. Occlude drainage tubing a minimum of 3 inches below the sampling port by kinking the tubing until urine is visible under the access site. 2. Swab surface of bard® ez-lok® sampling port with antiseptic wipe. (Fig. 2) 3. Using aseptic technique, position the syringe in the center of the sampling port. Press the syringe firmly and twist gently to access the sampling port. (Fig. 3) 4. Slowly aspirate urine sample into syringe and remove syringe from sample port. 5. Unkink tubing if necessary and transfer urine specimen into specimen cup or follow hospital protocol. Discard syringe according to hospital protocol. 6. Follow established hospital protocol for specimen labeling and transport to lab. Sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not resterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water was removed from the balloon and the catheter was moved to the tip of the penis where it would not go any further. The nurse reportedly attempted to remove more water without success. The syringe was detached and a second rn was called. A new syringe was attached to the balloon port and 1ml was removed and the catheter still did not want to pass. It was gently advanced a little, and pulled back. It eventually came out with some discomfort to patient. There was a ridge noted from the balloon when inspected after removal.